Manufacturer narrative:
Additional contact email address: (B)(6).

Event description:
N/a.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) does not turn on in full and a high pitch noise is coming from the unit. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: a1, b4, b5, e2, e3, g3, g4, g7, h2, h4, h10.

Manufacturer narrative:
Testing of actual/suspected device: (10/213). A getinge field service engineer (fse) was dispatched to evaluate this unit and during check, fault # 58 (general pneumatics failure) & fault # 124 (pneumatics generated system failure). To fix the problem the fse replaced shuttle transducer. In addition, error code video fault was resolved by replacing the video generator pcb. Unit passed all calibration, functional, and safety tests per factory specifications, the iabp was returned to the customer and cleared for clinical use. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) does not turn on in full and a high pitch noise is coming from the unit. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.